Manufacturer narrative:
No contact information for the patient or treating practice were provided; therefore, attempts to obtain additional information regarding the patient/treatment details/device information was not possible. As device information was not provided, evaluation of the actual device(s), device history record review, and service history review could not be performed. An analysis of the ultherapy patient complaint trending for the reported issues of "patient other" and "burns" revealed that the frequencies of both issues are within allowable limits and will continue to be monitored. No further information is available at this time. If additional information is received, a supplemental medwatch form will be submitted.

Event description:
On 08-jan-2020, merz/ulthera received a report via FDA medwatch form regarding an ultherapy adverse event. Per the form provided; the reporter alleged, "ultherapy; promoted off-label, false advertising, hid what it was. Had life threatening unseen reaction. I went into an altered mental state. Lost all of my faculties, was suffocating, skin and mucous membranes cooked off. Wound up with severe brain damage. Was cooked alive as the burns were of an electrical nature. Coming from the constipated seizure I was in. Cure was large doses of gabapentin. Because I was not helped, I am disabled, with brain damaged." No contact information for the reporter or the practice that performed the ultherapy treatment was provided; therefore, attempts to acquire additional information regarding this event are not possible. No additional information is available at this time.